Event description:
On (B)(6) 2019, the patient underwent reintervention and two additional contralateral leg components was implanted along with a palmaz stent to better support the proximal trunk and seal zone.

Manufacturer narrative:
The gore® excluder® endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2007, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2018, this patient underwent reintervention and was implanted with additional gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, it was reported that follow-up imaging performed on (B)(6) 2019 determined the patient had a type ii endoleak. There is no reintervention scheduled for the patient at this time.